Event description:
The device was used during an unspecified procedure on the colon. The instrument was difficult to open. The surgeon manually manipulated the device open without incident.

Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block, intermittently, during approximation of the instrument, the latch camadvanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.